Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a caucasian female who underwent breast augmentation revision with a mentor smooth round moderate plus profile 550cc saline prosthesis experienced left sided capsular contracture (baker grade unknown) post procedure. As a result, the device was replaced with a new mentor smooth round moderate plus profile 550cc saline prosthesis on (B)(6) 2019.